Manufacturer narrative:
H11. Updated/additional information ¿ g1. G2. G4. H6. The revision reported was likely the result of polyethylene wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the polyethylene wear cannot be determined as the devices were not available for evaluation, and radiographs, photographs, and operative notes were not provided.

Manufacturer narrative:
Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available. Concomitants: (B)(6) 02-020-13-0230 - truliant cr cem fem cr cem left sz 3. (B)(6) 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t.

Event description:
It was reported via legal documentation that a patient had a left/right total knee arthroplasty on (B)(6) 2019 and then experienced a revision surgical procedure on (B)(6) 2022 approximately 3 years and 4 months after initial implant. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.